Event description:
It was reported that on (B)(6) 2025, during a brevera procedure, the user experienced an imaging system error, and the x-ray went down. It is reported that the user was unable to clear the error, restarted the system and completed another qc on the needle; however, received another imaging system error as well as a filter error. The user reports that the system would not allow the procedure to move forward and the patient was rescheduled after the needle had already been inserted. A field engineer was dispatched to assess the device but was unable to reproduce the error. The field engineer utilized a test needle and was able to take 12 consecutive exposures, and the system passed the needle test. The field engineer concluded that the system had a disconnect with the corlumina and a shutdown with power off for more than a few minutes made it so that the system was able to re-establish a link once power was restored. No further information is available.